Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("ablation irregular vaginal bleeding") and uterine prolapse ("uterine prolapse") and underwent endometrial ablation ("ablation"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered endometrial ablation, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: previously reported event medical device removal was replaced with pelvic pain female. New event irregular vaginal bleeding, ablation and uterine prolapse were reported. Dob was reported. Lab data was added. On 22-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of essure') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.